Event description:
During a remote follow-up, it was observed that there was a loss of capture (loc) on the left ventricular (lv) lead. The event was suspected to be caused by dislodgement but was not confirmed. The patient was reprogrammed to resolve the event. The patient is stable with no consequences.